Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
An error message appeared while calibrating the calibration plate. The laser button was turned off and on and the calibration was re-performed successfully. Of note, the laser had been turned off and on prior to the initial calibration as well.

Manufacturer narrative:
It was reported that an error message appeared while calibrating the calibration plate. The laser button was turned off and on and the calibration was re-performed successfully. According to technical investigation, the distance sensor failed to calibrate because its communication initialization with the pc failed at the first attempt of the user. The workflow was tested on manufacturing site but did not permit to reproduced the issue. Other tests were performed to find out whether the error could be reproduced, without success. However, the device behavior was reproduced and let us assume that the issue is related to the management of the laser button and might be a question of timing in the reception of commands. During the case, the laser button was restarted and the calibration could pass. Therefore, it also can be assumed there is no permanent hardware issue. The cause for the distance sensor initialization failure remains unknown.

Event description:
An error message appeared while calibrating the calibration plate. The laser button was turned off and on and the calibration was reperformed successfully. Of note, the laser had been turned off and on prior to the initial calibration as well.